Event description:
The tissue is caught and the plunger has not returned back after punching onto the aorta. It prolonged operation time.

Manufacturer narrative:
Visual inspection of the aorta/vein punch indicates proper assembly. No visual defects were noted. Components were dimensionally measured and were within design specification. Aorta/vein punch was mechanically activated 10 times and performed as intended. No problem with the device was found.